Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018, that the insulin pump gave multiple pump errors. The insulin pump gave errors and was not about to complete insulin pump rewind. Blood glucose level at the time of incident is unknown. Troubleshooting did not occur. Product will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected drive count, motor power supply voltage error detected or interprocessor communication error alarms noted during testing. The motor was tested outside the pump and passed.